Event description:
It was reported that following the implant of this subcutaneous implantable cardioverter defibrillator (S-ICD) exhibited oversensing of air within the header of the device. The oversensing resulted in the post shock pacing, asystole, and hospitalization. The patient subsequently required resuscitation. The device therapy was subsequently deactivated. This device remains implanted. No additional adverse patient effects were reported.